Manufacturer narrative:
Pump received with a constant blank steady white light on the display due to cracked lcd glass. Unit was received with cracked select button keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer advised the insulin pump was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.